Event description:
A user facility reported an external dialyzer leak occurred two hours after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, did not alarm with a blood leak alert. Blood leak test strips were used and tested positive. The location of external dry blood was identified as at the header of the dialyzer. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 correction: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an external blood leak which was confirmed to be a pu sliver with sample investigation. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. Although it was reported "blood leak test strips were used and tested positive for the presence of blood in the dialysate", the machine did not alarm and no internal leak was reported. The complaint file will be coded 622 undefined header leak.

Event description:
A user facility reported an external dialyzer leak occurred two hours after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, did not alarm with a blood leak alert. Blood leak test strips were used and tested positive. The location of external dry blood was identified as at the header of the dialyzer. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was requested but was not received to date.